Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 895 mg/dl. The customer reported symptoms as diabetic ketoacidosis and was treated with pump needles when going into diabetic ketoacidosis. Customer stated that she went into dka and got out of hospital. Customer's blood glucose value was 895 mg/dl at time of incident. Customer's current blood glucose value was 169 mg/dl and also reported 540 mg/dl. Customer stated that they had highs because of the infusion sets and was hospitalized. Customer stated that they went into hospital in (B)(6) said they got blood glucose down to 350 mg/dl and told her to go home said she was not in diabetic ketoacidosis sent her home then all tests were 600+ and she could not keep food down went to emergency medical blood glucose was 895 mg/dl. Troubleshooting was performed. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.